Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: myometrium"), embedded device ("migration of essure device / migration of essure device location of device: myometrium"), device breakage ("device breakage"), pelvic pain ("severe pelvic pain"), loss of personal independence in daily activities ("couldn't function / couldn¿t be a mom to my kids") and impaired work ability ("I couldn't work") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included endometriosis, pelvic abscess since (B)(6) 2013, septic pelvic thrombophlebitis since (B)(6) 2013, fever since (B)(6) 2013, chills since (B)(6) 2013 and abdominal pain since (B)(6) 2013. Concomitant products included leuprorelin acetate (lupron depot-ped) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 2 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, device breakage, loss of personal independence in daily activities, impaired work ability, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Described pelvic abscess and thrombophlebitis pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received : reporter contact information was added. Onset dates of events were updated. Date of implant was updated. Outcome of event "dysmenorrhea" was updated to "recovering/resolving". Concomitant medication was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: myometrium"), embedded device ("migration of essure device / migration of essure device location of device: myometrium"), device breakage ("device breakage"), pelvic pain ("severe pelvic pain"), loss of personal independence in daily activities ("couldn't function / couldn¿t be a mom to my kids") and impaired work ability ("I couldn't work") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included endometriosis, pelvic abscess since (B)(6) 2013, septic pelvic thrombophlebitis since (B)(6) 2013, fever since (B)(6) 2013, chills since (B)(6) 2013 and abdominal pain since (B)(6) 2013. Concomitant products included leuprorelin acetate (lupron depot-ped) from (B)(6) 2013 to (B)(6) 2013. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, device breakage, loss of personal independence in daily activities, impaired work ability, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Described pelvic abscess, thrombophlebitis pelvis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- mental anguish, depression, she did not undergo confirmation test and migration of essure device location of device: myometrium was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), device breakage ("device breakage"), loss of personal independence in daily activities ("couldn't function / couldn¿t be a mom to my kids") and impaired work ability ("I couldn't work") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, pelvic abscess since (B)(6) 2013, septic pelvic thrombophlebitis since (B)(6) 2013, fever since (B)(6) 2013, chills since (B)(6) 2013 and abdominal pain since (B)(6) 2013. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device dislocation, device breakage, loss of personal independence in daily activities, impaired work ability, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s. Medical records: pelvic pain, dysmenorrhea, dyspareunia. Described pelvic abscess, thrombophlebitis pelvis. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet was received. Reporter and patient demographic added. Events added per pfs: menorrhagia, vaginal haemorrhage, migration of essure device, dysmenorrhea, dyspareunia (painful sexual intercourse), device breakage. Event outcome of pelvic pain female updated to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: myometrium"), embedded device ("migration of essure device / migration of essure device location of device: myometrium"), device breakage ("device breakage"), pelvic pain ("severe pelvic pain"), loss of personal independence in daily activities ("couldn't function / couldn¿t be a mom to my kids") and impaired work ability ("I couldn't work") in a 27-year-old female patient who had essure (batch no. 764913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included night sweats, anemia, spondylitis, back pain, hepatitis c positive, ovarian cyst, migraine, intestinal inflammation and multiparous. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included endometriosis, pelvic abscess since (B)(6) 2013, septic pelvic thrombophlebitis since (B)(6) 2013, fever since (B)(6) 2013, chills since (B)(6) 2013 and abdominal pain since (B)(6) 2013. Concomitant products included leuprorelin acetate (lupron depot-ped) from january 2013 to february 2013 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 12 days after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, device breakage, loss of personal independence in daily activities, impaired work ability, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure removal date as 20-mar-2006. The right essure device was loaded with 3 coils visible left essure was placed four coils were noted to be visible. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Described pelvic abscess and thrombophlebitis pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: medical records received: lot number was added. Medical history and historical drugs were added. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: myometrium"), embedded device ("migration of essure device / migration of essure device location of device: myometrium"), device breakage ("device breakage"), pelvic pain ("severe pelvic pain"), loss of personal independence in daily activities ("couldn't function / couldn¿t be a mom to my kids") and impaired work ability ("I couldn't work") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included endometriosis, pelvic abscess since (B)(6) 2013, septic pelvic thrombophlebitis since (B)(6) 2013, fever since (B)(6) 2013, chills since (B)(6) 2013 and abdominal pain since (B)(6) 2013. Concomitant products included leuprorelin acetate (lupron depot-ped) from (B)(6) 2013 to (B)(6) 2013. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, device breakage, loss of personal independence in daily activities, impaired work ability, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Described pelvic abscess, thrombophlebitis pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: myometrium"), embedded device ("migration of essure device / migration of essure device location of device: myometrium"), device breakage ("device breakage"), pelvic pain ("severe pelvic pain"), loss of personal independence in daily activities ("couldn't function / couldn¿t be a mom to my kids") and impaired work ability ("I couldn't work") in a 27-year-old female patient who had essure (batch no. 764913-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included night sweats, anemia, spondylitis, back pain, hepatitis c positive, ovarian cyst, migraine, intestinal inflammation and multiparous. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included endometriosis, pelvic abscess since (B)(6) 2013, septic pelvic thrombophlebitis since (B)(6) 2013, fever since (B)(6) 2013, chills since (B)(6) 2013 and abdominal pain since (B)(6) 2013. Concomitant products included leuprorelin acetate (lupron depot-ped) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 12 days after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, device breakage, loss of personal independence in daily activities, impaired work ability, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, anxiety and depression outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure removal date as (B)(6) 2006. The right essure device was loaded with 3 coils visible left essure was placed four coils were noted to be visible. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Described pelvic abscess and thrombophlebitis pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device / migration of essure device location of device: myometrium'), embedded device ('migration of essure device / migration of essure device location of device: myometrium'), device breakage ('device breakage/fracture'), pelvic pain ('severe pelvic pain'), loss of personal independence in daily activities ('couldn't function / couldn¿t be a mom to my kids') and impaired work ability ('I couldn't work') in a 27-year-old female patient who had essure (batch no. 764913-not valid/754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included night sweats, anemia, spondylitis, back pain, hepatitis c positive, ovarian cyst, migraine, intestinal inflammation and multiparous. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included fever since (B)(6) 2013, chills since (B)(6) 2013, abdominal pain since (B)(6) 2013, pelvic abscess since (B)(6) 2013, septic pelvic thrombophlebitis since (B)(6) 2013 and endometriosis. Concomitant products included leuprorelin acetate (lupron depot-ped) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 12 days after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, device breakage, loss of personal independence in daily activities, impaired work ability, menstrual disorder, dyspareunia, anxiety and depression outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. The reporter considered anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure removal date as (B)(6) 2006. The right essure device was loaded with 3 coils visible left essure was placed four coils were noted to be visible. Plaintiff received treatment for pain, bleeding, breakage/expulsion, migration, bladder/urinary problems. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Described pelvic abscess and thrombophlebitis pelvis. Lot number: 754913. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information, lot number added. Events: bladder/urinary problems added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device / migration of essure device location of device: myometrium'), embedded device ('migration of essure device / migration of essure device location of device: myometrium'), device breakage ('device breakage/fracture'), pelvic pain ('severe pelvic pain'), loss of personal independence in daily activities ('couldn't function / couldn¿t be a mom to my kids') and impaired work ability ('I couldn't work') in a 27-year-old female patient who had essure (batch no. 764913-inv/754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included night sweats, anemia, spondylitis, back pain, hepatitis c positive, ovarian cyst, migraine, intestinal inflammation and multiparous. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included fever since (B)(6) 2013, chills since (B)(6) 2013, abdominal pain since (B)(6) 2013, pelvic abscess since (B)(6) 2013, septic pelvic thrombophlebitis since (B)(6) 2013 and endometriosis. Concomitant products included leuprorelin acetate (lupron depot-ped) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 12 days after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, device breakage, loss of personal independence in daily activities, impaired work ability, menstrual disorder, dyspareunia, anxiety and depression outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. The reporter considered anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure removal date as (B)(6) 2006. The right essure device was loaded with 3 coils visible left essure was placed four coils were noted to be visible. Plaintiff received treatment for pain, bleeding, breakage/expulsion, migration, bladder/urinary problems concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Described pelvic abscess and thrombophlebitis pelvis. Lot number: 754913, manufacture date: 2010-06, expiration date: 2013-06. Lot number ( 764913 ) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), loss of personal independence in daily activities ("couldn't function / couldn't be a mom to my kids") and impaired work ability ("I couldn't work") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of personal independence in daily activities (seriousness criterion medically significant), impaired work ability (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (plaintiff underwent hysterectomy due to complications from essure device). At the time of the report, the pelvic pain, loss of personal independence in daily activities, impaired work ability and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter provided no causality assessment for impaired work ability and loss of personal independence in daily activities with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new information received from lawyer (legal case). New events added: pelvic pain and menstrual disorder. Plaintiff underwent a hysterectomy and then the case was upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.